Manufacturer narrative:
H4: the lot was manufactured between september 6, 2023 ¿ september 7, 2023. H11: four (4) devices were received for evaluation containing fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the samples, and the flow rates were found to be within the product specification range. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four(4) large volume infusor under infused. The patient's target antibiotic levels were low and the medication had to increase the number of doses.the device contained piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.